Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of device reset to backup vvi mode after several defibrillation shocks were performed on the patient was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Normal device function was observed. The root cause of the reset is believed to be exposure to external defibrillation.

Event description:
It was reported that at implant during dft testing, the patient had to be externally rescued after therapy failed to convert the rhythm. During external defibrillation, the device went into back up vvi. Device was not implanted. The patient condition was good.